Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that both the patient programmer (pp) and the implantable neurostimulator recharger (insr) were not connecting to the patient¿s implantable neurostimulator (ins). The patient stated that it was several weeks since the last successful ins recharge session. The reason why the ins was not charged was because the patient was getting shocked in her right leg and had turned the ins off. In the end, the patient was redirected to follow-up with their healthcare professional (hcp) to address the possible overdischarge. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) on 2019-jul-29. It was reported that the cause of the shocking sensation was not determined, and the issue had not resolved. It was confirmed that the implantable neurostimulator (ins) was overdischarged and the lack of communication issue was not resolved. There were no further complications reported or anticipated.